Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to remove obstructions from the pump's speaker holes, which was confirmed to have resumed normal operation. The customer acknowledged these instructions and was able to resume insulin within the advised time frame.